Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to develop pneumonia. The patient was reportedly hospitalized in response to the event. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that a continuous positive airway pressure (CPAP) device's sound abatement foam allegedly became degraded and caused the patient to develop pneumonia. The patient was reportedly hospitalized in response to the event. The device was returned to the manufacturer quality product investigation laboratory for further investigation. The device was disassembled for internal visual inspection. The manufacturer found evidence of dirt/dust contamination inside the device blower motor with no evidence of sound abatement foam material. The filter housing and inlet area contained minor dark dust or dirt contaminant, and a beige dust or dirt containment. The pollen and ultrafine filters were both almost black in color. The manufacturer confirms the dirt/dust contamination were from an external source. The manufacturer reviewed of the device's event log and found 13 logged error codes. These codes would not be related to this complaint. The power was applied and the device does power up provides flow the humidifiers heater plate heats. The device did not generate any codes during the time the device was operated in the lab. The manufacturer operated the devices for an approximately 2.5 hr. Time period while connected to an asl servo lung to simulate a patient breathing on the device. The manufacturer observed no debris or contaminates on the filter after this time. The manufacturer concludes there is no evidence of foam degradation within the device. The device was contaminated with dust and dirt consistent from an external source.